Event description:
Procedure type: gastric band. According to the reporter: the customer reports that when the surgeon inserted the band, a rubber ring (seal) from the trocar detached and traveled with the gastric band; it was detected after investigation and x-ray. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
Date initial report sent: 10/27/2009.